Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that debris had entered the usb port of the pump which intermittently prevented the pump from charging. Reportedly, the customer was able to successfully charge the pump by repositioning the usb cable in the usb port. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issues, but no response was received.